Manufacturer narrative:
Investigation summary: a visual inspection revealed that there was a tear in the silicon coating, about 3 cm long from the edge toward the center, where about half of the silicon was peeled back along the suture line on the proximal side. The device was very bloody. Based upon this observation, the reported complaint for "silicon came off" was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that following an endoscopic vein harvesting procedure, the operating room staff noticed that the silicon on the balloon came off. This was noticed when the unit was pulled out of the pt's leg. The procedure was completed with the reported device. There were no pt effects. The part number and lot number were received with the returned device. The product is returning.